Event description:
Balloon would not deflate for easy removal,so balloon was left in pt's stomach with assumption that balloon would pass. There are little slits in the peg that was recently placed in the pt. A j-tube was placed internally through the peg. Stomach contents slowly leak through the slits. Pt's family member reports they have tried tape but device still leak. Is there any way that the tube can be repaired? The pt can't be exposed to anymore radiation contrast that was used to place the j-tube, so it can't be changed right now. The slits are about 8 inches away from the stomach. They are using brown packing tape and gauze around the tubing it is still leaking.